Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device was unable to deliver a shock. The customer used another device to complete the treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. Additional details have been requested.

Manufacturer narrative:
No appropriate conclusion code available for software problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device was unable to deliver a shock. The customer used another device to complete the treatment. The device was report to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device and determined that faulty software was the cause of the reported problem. The device software was re-installed. No ECG strips or case events files were available for review by a philips clinician. Philips requested but did not receive additional information related to the event. The device passed all operations tests with the new software and was placed back into service. No parts were replaced. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.